Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after an ablation procedure using an 8.5f sheath. Reportedly, at the time of deploying the needles, the prostyle was not apposed to the vessel wall. The suture did not capture the vessel wall; the suture and knot came out of the anatomy. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, ¿the prostyle was not apposed to the vessel wall¿ when deploying the sutures. It should be noted the electronic prostyle instructions for use (eifu), states: maintain the device logo position while keeping the device at approximately a 45-degree angle, gently retract the device to ensure that the foot is apposed to the vessel wall. It is likely the reported violation of the eifu contributed to the reported difficulties. In addition, it was reported, the pre-close technique was not used when closing with a sheath size greater than 8f. It should be noted the eifu states: for access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique are required. This reported violation of the eifu did not contribute to the reported difficulties. The root cause of the reported suture retrieval was likely due to user error. The subsequent treatment is due to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.